Event description:
It was reported by the customer that during use, cardiosave hybrid (iabp) had gas loss alarm. No patient harm reported.

Manufacturer narrative:
(B)(6). Fse performed full functional and safety checks on unit, run unit overnight and was unable to duplicate the reported customer issue. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of iabp issues the probable root cause of the alarms could be due to leaks in iab and/or catheter occlusions/restrictions.